Manufacturer narrative:
Visual examination of the returned devices finds nothing outward to suggest product problem. A search of the complaints databases identified other reports against the product/lot code combinations. These devices are exempt from device history record review. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised because of soft tissue reactions and necrosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Follow-up with the complainant has been conducted for the lot number and this information is not available.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.